Event description:
Report received from the USA stating that the device was being returned for service. During service of the device, it was found that the device had a damaged neuro-tip. It is unk if the device was being used in surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "damaged neuro-tip" was found. During service, the device failed the pre-repair diagnostic assessment visual assessment test. If add'l info becomes available, a supplemental report will be submitted. (B)(4).